Event description:
It was reported that a procedure was cancelled. A comet ii pressure guidewire was selected for examination of the target lesion. It was noted that the console powers on correctly with a green power indicator, however when a guidewire was inserted a red light would appear. Troubleshooting was attempted by switching the device off and on. After reinsertion of the guidewire, the red light remains. A second comet ii pressure guidewire was used but the same problem occurred. Due to this issue, the procedure could not be performed and was rescheduled.